Manufacturer narrative:
(B)(4).

Event description:
This rv lead had loss of capture and was repositioned on (B)(6) 2017. All testing was in normal range after the reposition.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.